Event description:
Additional information received reported that impedances were check, all were within normal parameters. The patient was scheduled for a replacement but the doctor decided that they should try a different manufacturer instead.

Manufacturer narrative:
See manufacturers report # 3004209178-2016-20397 for the patient¿s other device issue.

Event description:
Additional information received from the patient that they had their implantable neurostimulator (ins) taken out because it would overheat when they recharged and their skin felt like it ¿was on fire¿. The patient was thinking about getting a pump.

Manufacturer narrative:
Concomitant product: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported the patient had heating up with the stimulation on. With the stimulation on, the stimulator heated up at the pocket and got worse with time so that the patient had to turn the stimulation off. This caused the patient great discomfort when it got really warm. Once the stimulation was turned off, the warmth and pain continued but subsided over time. The patient would keep the stimulation off for several hours or a day before turning the stimulation back on again. It was noted the patient¿s stimulation coverage had not changed at all since the warming started. Five months prior to the report, the patient had an event where her son accidently hit her implantable neurostimulator (ins) pocket area while the patient and her son were on a water slide. The patient was bruised at the pocket site after this event. Since then, the patient could feel the ins more. It was noted the patient did not get heating symptoms until about 1.5 months prior to the report. 1.5 months prior, there was no specific trauma, fall, or medical procedure. Palpation on the day of the report was negative for any symptoms. Impedances were within the normal range between 900 and 1000 on the day of the report. They reviewed trying reprogramming, waiting to see if the issue got better with time, or considering a revision to look at what was going on at the pocket site. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.